Manufacturer narrative:
Onsite repair suggested; logs to be checked. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a black screen occurred during use, and reboot temporarily resolved the issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.